Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the (B)(6) depot for evaluation. The depot technician verified no ac operation only and replaced the eos power module to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The replaced part was evaluated by the stryker product assessment center (pac) and verified the issue of no ac operation or battery charge function. The cause of the issue was determined to be an open fuse on the eos power module.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.